Event description:
The customer reported to philips healthcare that the "sw failed" on the heartstart xl+. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.